Manufacturer narrative:
The device has not been returned. A device evaluation is being done by communication and historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The customer had an issue of the device not yielding an image on the non-olympus monitor. The device was tested with a known working monitor and there was no issue. The non-olympus monitor had the problem and was switched out with a working one. There was no malfunction found with the device.

Manufacturer narrative:
This supplemental report is being submitted for the UDI of the device.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device yielded no image on the third-party wall monitor. The secondary monitor had an image. Upon testing the device with a known working monitor the third-party wall monitor was found to be not working and switched out. There was no reported patient involvement.